Event description:
It was reported that this patient received five shocks while admitted to the cardiac unit for an unspecified reason. The patient was not being monitored at the time of the therapy. Presenting electrogram (egm) showed atrial fibrillation (af) with ventricular rates of 90bpm to 120bpm. Review of the stored episode showed 1:1 tachycardia. The av rate was 161bpm, and was likely atrial driven tachycardia. The device declared the rhythm v>a due to some functional undersensed atrial beats. The boston scientific (bsc) local area representative communicated the clinical observations to the on call cardiologist and inquired if they would like the vt-1 zone to be reprogrammed. No additional adverse patient effects were reported and the device remains in service. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received confirming the patient had been admitted to the hospital due to an unrelated issue and was not in the cardiac ward which was why the patient was not being monitored. No further details have been received since the initial report. The system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient received five shocks while admitted to the cardiac unit for an unspecified reason. The patient was not being monitored at the time of the therapy. Presenting electrogram (egm) showed atrial fibrillation (af) with ventricular rates of 90bpm to 120bpm. Review of the stored episode showed 1:1 tachycardia. The av rate was 161bpm and was likely atrial driven tachycardia. The device declared the rhythm v>a due to some functional undersensed atrial beats. The boston scientific (bsc) local area representative communicated the clinical observations to the on call cardiologist and inquired if they would like the vt-1 zone to be reprogrammed. No additional adverse patient effects were reported and the device remains in service. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.